Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant. Internal reference #: (B)(4).

Event description:
It was reported that prior to the ablation, a hysteroscopy was performed and a myoma was detected but no perforations were found. The endometrial ablation lasted 29 seconds until the vacuum alarm sounded. The physician decided to stop the ablation and view the cavity via hysteroscope, no perforations noted. Five days after the procedure, the patient reported the ER with an intra-abdominal infection with an abscess in the abdominal cavity and at the ileus. At the time of this report, the patient was still hospitalized. Attempts to gather additional information have been unsuccessful.